Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to diabetes complication, pneumonia, difficulty of breathing, on (B)(6) 2019 and did not offer troubleshooting for high blood glucose due to blood glucose reading was 220 mg/dl, at time of incident. Customer states the insulin pump has been suspended. Customer states the positive results in ketones test and ketones were high. The devices will not be returned for analysis.